Manufacturer narrative:
The fse evaluated the instrument. The fse found the actuator for pinch valve pv21 was not working. The fse replaced the actuator, which repaired the leak, vote outs and vacuum errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer while running controls. The instrument generated vote outs on controls and vacuum errors at the time of the event. The volume of the leak was about 4 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.